Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014 - device evaluation: the pump has been returned and evaluated by product analysis 01/08/2014 with the following findings: evaluation revealed that the battery compartment and battery cap were intact with no damage or evidence of moisture damage observed. During testing, the pump powered on normally and was exercised for one hour with no overheating or alarms occurring. The pumps electrical current draws were found to be within the required specifications. The pump cover was removed and no evidence of internal moisture was found. There were no defects found to the power flex or battery connections. The complaint of the pump and battery overheating was not able to be duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was warm to the touch. There was no bodily injury due to the temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.